Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed and fired six stapler reloads (1 green followed by 5 blue). All firings were competed per the logs with either 0 or 1 pause. The green stapler reload firing had 1 pause for compression. There were no incomplete clamps or unclamp failures recorded in the logs. The logs show no errors related to stapler instrument usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, experienced a staple line leak 36 hours postoperatively. The leak originated from the midsection of the linear staple line on the gastric tube, where a green sureform 60 reload had been utilized. While the proximal and distal ends of the staple line displayed appropriate b-shaped staple formation, the central segment exhibited inadequate staple formation. This defect resulted in leakage of bile and gastric secretions into the right thoracic cavity. The patient underwent an emergency revision via right thoracotomy. The leak was repaired with sutures, and a lavage of the thoracic cavity was performed. The procedure was completed, and the patient was subsequently transferred to the intensive care unit (ICU). The patient did not experience any post-operative complications. Review of the initial robotic procedure recording showed no intraoperative abnormalities. The green sureform 60 reload was loaded and fired without issue, with a standard compression pause during firing. The staple line appeared unremarkable upon completion, and no additional manipulation occurred. Organ perfusion appeared excellent, as reflected in the uncomplicated healing of the higher esophagogastric anastomosis. Following these events, the surgeon switched to using only blue sureform 60 reloads for the gastric tube formation and began oversewing the first staple line; despite noting this had not previously been necessary and introduces potential risks. Based on previous cases, this early leak was unusual.